Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.